Event description:
It was reported that the patient experienced a burning sensation and itching at the lead site of the implantable neurostimulator (ins). Additional information was requested, but was not available at the time of this report.

Event description:
It was further reported that the patient was referred to their surgeon. As of (B)(6) 2012, the patient's stimulator was working well to control their pain. No injuries noted.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Recharger model 37754, serial# (B)(4). Programmer model 37744, serial# (B)(4) (B)(4).